Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the right ventricular (rv) lead was connected to the cardiac resynchronization therapy defibrillator (crt-d), invalid and out of range impedances on all vectors was observed. The lead was tested through an analyzer and the impedances were within normal range. Once again when the lead was reconnected, it again showed impedances out of range. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.